Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the device's issue was extensive tissue sticking to the jaws of the device. No tissue resection was needed. The procedure was continued using small jaw and a suture. There was no patient injury.

Manufacturer narrative:
Additional: evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. Func tional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made with visually acceptable results. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The knife cut of the device was tested on a silicone test strip with acceptable results. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The investigation found the device to function normally and within specifications. Refer to the product instructions for use for recommendations on tissue sealing. The instructions for use (IFU) states, keep the instrument jaws clean. Build-up of eschar may reduce the seal and/or cutting effectiveness. If information is provided in the future, a supplemental report will be issued.